Manufacturer narrative:
On 05-jan-2017, a voluntary medwatch was received. The report has been attached to this cts record. This supplemental MDR is being sent to document the additional information provided on 05-jan-2017. (B)(4).

Event description:
The customer reported that the patient was intubated and when attempting to remove the stylet, there was resistance and extra effort was required to remove the stylet. Ventilation was performed by staff and arrangements for transfer to hospital in were made. Upon arrival at the nicu, the tube was extubated at which time a small piece of plastic was seen in the patient's oral pharynx and was removed by mcgill forceps. At that time it was discovered that the stylet's plastic sheath had broken, leaving part of the sheath in the patient.

Manufacturer narrative:
(B)(4). The customer did not retain the lot number which determines the date of manufacture.

Event description:
Customer reported that plastic stylet broke during intubation.